Manufacturer narrative:
Although a definitive root cause cannot be determined, the probable root cause is attributed to a communication issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 31089 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. Annex b, c, d, and g were updated based on the probable root cause findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer called technical support engineer (tse) to review the system logs and tse found and error between the video processor (vp) and endoscope controller (ec) and which likely caused the issue. The system logs looked clean after the reboot. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the image inversion could not be determined based on the information provided and phone support details. The customer power cycled the system and the image inversion and error was resolved. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the endoscope view was flipped after reinserting the camera. The surgeon stated that the view was not as expected after switching from 30 down to 30 up. The scope was reseated, but the issue persisted. A different scope was tried, resulting in the left eye being out. The system was then power cycled, which resolved the issue at the time of the call. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robotic bilateral inguinal hernia repair, the surgical team encountered an issue where the 30-degree endoscope would automatically flip its orientation, resulting in an inverted image. The surgeon confirmed that the desired orientation was set when the endoscope was initially installed, and the endoscope's adapter/base was still engaged and undamaged. The image inversion occurred after the endoscope had been manually rotated 180 degrees prior to the event. The issue was resolved by performing a power reboot of the system, and the procedure was completed using the same endoscope without any resulting patient injury.